Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. The field service engineer inspected the system onsite and replaced the suite pc, reloaded the operating system and application software. After the repair the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the suite pc and hard disk were faulty. Fse replaced the suite pc, reloaded the operating system (os) and application software and restored back the configuration. The replaced suite pc was returned for analysis and a failure was identified with the hard disk drive(hdd) bay. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.